Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that pump error 54, pump error 53, pump error 3 occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
Retainer ring = black. Pump case = ngp. Customer returned pump for an alleged pump error 3, pump error 53, and pump error 54 found on (B)(6) 2021. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, force sensor, motor and harness vibrator assembly. Successfully utilized crest and thus to download history files, traces and comlink3 files. No fatal errors. Three consecutive critical errors, pump error 53, pump error 54, and pump error 3 were found in the history files on or near the event date. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: missing display window/cover, cracked keypad overlay, pillowing keypad overlay, battery tube threads - cracked, cracked case-corner of belt clip rails critical pump error (open book image) alarm confirmed due to moisture damage on the motor and force sensor. Pump exposed to moisture confirmed at pcba 1, force sensor, motor and harness vibrator assembly. Pump error 3, pump error 53, and pump error 54 were not confirmed in the history files additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
Information received but medtronic indicated that the insulin pump had multiple pump error alarms. Customer was able to clear the alarm and able to complete rewind. It was reported that the insulin pump was returned for analysis.